Manufacturer narrative:
Vyaire file identification: (B)(4). The suspect device has not been returned for evaluation. Vyaire medical techinical support performed an insp. Valve test and passed. Provided new insp valve for replacement. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the bellavista 1000 had an error 401-inspiration valve or device leaky and alarm 545 - astepinspvalve value out range- failsafe prior patient use . Furthermore, there was no patient associated with the event.

Manufacturer narrative:
Results of investigation: the suspect device was not returned to vyaire medical. The root cause was determined due to defective inspiration valve nt. Provided customer the pn of new insp. Valve to fix the issue.